Event description:
Boston scientific received information that this patient presented to the hospital after a syncopal event which caused the patient to fall and dislocate his shoulder. No adverse patient effects were reported.

Manufacturer narrative:
Efforts to obtain additional product issue details were unsuccessful. The device remains in service and no other adverse events have been reported. This product issue will be updated if additional information is received.